Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that when she takes her pump off to suspend it she always finds air bubbles at the end of the tubing. The patient's blood glucose at the time of incident is unknown. The customer always pushes out the air bubbles by running 0.5 units of insulin through the tubing. The customer confirmed that she does not use cold insulin in the reservoir, and she does not use the same infusion set for longer than three days. She stated that she will try not to put the pump on suspend next time and see if the air bubble issue continues. No products were shipped or returned.